Event description:
Pt was implanted with tfn construct on an unk date. Pt had developed an infection post implant. Locking screw was removed on an unk date for irrigation purposes with intent to clear the infection. Infection did not clear, removal of all hardware is scheduled for (B)(6) 2012. It is reported that fracture has healed. This complaint will address the removal of the locking screw. This is 2 of 2 reports for the same event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could not be drawn, as no product was rec'd.